Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device was burning and smells like a plastic. The patient alleges it smells like tobacco in tube and made her sick. The patient alleges that air-dried the tube but still smells like tobacco smoke. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.